Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reports "shutters" or dark arcs in both eyes. Additional information, including pt status, has been requested. Right eye: MDR # 1119421-2007-00291, left eye: MDR # 1119421-2007-00292

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/13/2007, 06/15/2007, and 06/25/2007 by phone, mail and fax. Additional information was received 06/13/2007 by phone. A completed questionnaire has not been returned.